Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly a component disengaged from the instrument into the patient's cavity. The surgeon was able to retrieve the component without injury to the patient.